Event description:
It was reported that a review of the product performance information from a returned implantable pulse generator (ipg) indicated a plausible fracture of the right atrial (ra) lead. The lead was capped and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted, not capped and prior to explant, there were no noted product performance issues with the lead.